Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced difficulty pairing a freestyle libre 3 plus sensor with an ilet system, resulting in intermittent communication failures attributed to the device¿s electrical and magnetic communication path, including the antenna; the agent guided the user through pairing steps on the ilet and mobile app and successfully initiated the sensor warmup. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided. Investigation of this case revealed an interoperability problem between devices consistent with intermittent communication failure involving the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.